Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Op notes: patient began experiencing pain and discomfort. Significant metallosis was noted throughout the capsule. The patient was noted to have a complete tear of the anterior third of the gluteus medius. The acetabulum was noted to be in a non-acceptable position. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-01871. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in operative reports received that patient underwent a left hip revision procedure approximately seven months post-implantation due to pain, dislocation, discomfort and malposition of the acetabular cup. During the procedure, a complete tear of the anterior third of the gluteus medius was noted. The femoral head, acetabular cup and bearing were removed and replaced.